Event description:
It was reported that the customer experienced high blood glucose levels (300 mg/dl) in the morning. The health care provider recommended that the basal rate be increased. The customer contacted tandem technical support to assist with the basal rate change.

Manufacturer narrative:
Add'l info received from the customer indicated that after the basal rate was changed, the blood glucose level was better. The product has not been returned for eval. Should new relevant info become available a supplemental report will be submitted.